Event description:
It was reported that during a low anterior section procedure the surgeon went to fire the device. The proximal staple line and knife went normally. When checking the rectal stump, there was a hole in the rectal stump. So it was questionable that the distal staple line went in well. The case was completed using sutures. The procedure was extended by 120 minutes. There was no adverse patient consequence reported.

Manufacturer narrative:
Info is unavailable, device was not returned for evaluation.